Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: 2012 (B)(6) explanted: unk; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).

Event description:
It was reported that an unknown time period after implant the patient started to develop numbness/weakness in the toes and feet. Over time this feeling/numbness/weakness worked its way up to the mid-thoracic level. It was noted that the patient had seen his physician several times complaint about the sensation and how it was spreading. In mid-june, the patient was explanted. During the explant, the hcp noted that the incisions at the battery and anchor site were normal, but after opening, the hcp found infections from the battery site all the way to the lead. A culture showed a staph infection. A CT scan also showed cord compression at the level of the lead due to the abscess from the infection, and while the system was successfully explanted, the hcp believed that the patient would have some sort of neurologic deficit. It was noted that a manufacturer representative had periodically reprogrammed the patient's device, however, he did not tell her about any feelings of weakness or numbness in his feet or legs. Additional information has been requested, but was not available as of the date of this report.